Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw stf std an 260-035; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents multi-directional bend damage over the distal 38cm and skive damage to the polymer jacket 59.75 to 59.95cm from the distal tip. The specimen does not present any indication of a fracture, as reported. At this time it is not possible to assign a definitive root cause for the event as reported. As indicated within the device instructions for use, "do not slip a tightened torque device over the zipwire hydrophilic guide wire, as this may damage the wire." Based on the information provided, procedural and/or clinical factors appear to have impacted on the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the second of two wire devices used during the procedure. Medwatch report 2126666-2018-00041 captures the first device. Complaint for two devices that failed in one procedure. The wire got a fracture on the outside of the patient where the physician was trying to torque it. They got another wire, same exact thing happened to it. This happened outside of the patient's body - half of the wire was inside of the patient, half of the wire was outside, it was the part that was outside. They were able to complete the procedure by opening up the third wire. No complications were reported and the patient was fine.